Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited noise and inappropriate noise reversion episodes. The noise was reproducible with movement. No device intervention was performed. Patient will continue to be monitored.